Event description:
From 1990 to the present the individual wore latex medical gloves to perform her job duties. This exposure to latex allegedly caused this individual to become sensitized and allergic to latex.